Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device, during dwell three of five. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative helped the care giver cycle the power to clear the alarm. The technical service representative assisted care giver in disconnecting home patient and removing cassette from cassette door. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.